Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were microscopically inspected and tested for leaks. No damage or abnormalities were noted, no leaks were identified. The pump was microscopically inspected, and leak and functionally tested. Upon microscopic evaluation, no damage or abnormalities were noted, and no leaks were identified. However, the pump did not pass the activation test during functional examination. The reservoir was microscopically inspected and tested for leaks. Wear at fold in the component shell was noted, but the reservoir passed the leakage test. Based on the information available and analysis results, the pump not passing the functional inspection could have caused or contributed to the reported clinical observation of mechanical issue.

Event description:
It was reported that the pump of this inflatable penile prosthesis was not working properly, and the cylinders were not remaining inflated. A surgical procedure was performed to remove and replace all the components. There were no patient complications reported.

Event description:
It was reported that the pump of this inflatable penile prosthesis was not working properly, and the cylinders were not remaining inflated. A surgical procedure was performed to remove and replace all the components. There were no patient complications reported.